Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Per account, post a peripheral interventional procedure, the physician went to deploy mynx and the white tube failed to shuttle down. The device was removed and manual pressure was held. Hemostasis was achieved within 30 minutes or less. There was no adverse effects to the patient. The patient was transferred to room post procedure without complications. The femoral artery was 6mm in diameter. An unknown 5f sheath was used in the procedure. Additional information is not available.

Manufacturer narrative:
After a peripheral intervention procedure, the physician attempted to deploy a 5f mynx and the white tube failed to shuttle down. The device was removed and manual pressure was held. Hemostasis was achieved within 30 minutes or less. There was no adverse effects to the patient. Patient was transferred to room post procedure without complications. The femoral artery was 6mm in diameter. An unknown 5f sheath was used in the procedure. The product was not returned for analysis. A device history record (DHR) review of lot f1809901 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy- advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.